Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the when the surgeon was quite close to the surgeon console, the head tracking system could not recognize the glasses. An error code for 'linked to surgeon engagement faults: head tracking velocity limits' was seen. The head tracker of the surgeon console was replaced to resolve the issue. Evaluation of the logs indicated multiple instances in which tele-operation was prevented due to loss of head detection. The logs in dicated that the system correctly inhibited tele-operation when the surgeons head was not detected within the required field of view of the head-tracking camera. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the head tracking system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic esophagectomy procedure, the surgeon console was having difficulty properly head tracking due to the surgeon's height. The surgeon has to lean very far forward, which was ergonomically difficult and could not be performed consistently to maintain head tracking. Thus, the head tracking system could not recognize the surgeon glasses. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic esophagectomy procedure, the surgeon console was having difficulty properly head tracking due to the surgeon's height. The surgeon has to lean very far forward, which was ergonomically difficult and could not be performed consistently to maintain head tracking. There was no patient injury.